Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during thr surgery, one (1) polarcup trial insert nav 22/65 broke. The procedure was resumed, after a non-significant delay, using a s+n backup device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
It was reported that, during total hip replacement surgery, one polarcup trial insert nav 22/65 broke. The procedure was resumed, after a non-significant delay, using a smith+nephew backup device. No injury was reported as a consequence of this issue. The complaint device has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that the device shows 7 broken flaps but none of them was returned. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The complaint history review for the complaint device revealed no additional complaints for the affected batch nor additional complaints for the same product number over the past 12 months with similar failure mode. Previous investigations demonstrated that the performance of the device is within the risks level that are anticipated in the risk management documentation. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Considering the performed visual inspection, it is suspected that the mentioned device failure arose from a ¿wear and tear" issue. Normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.